Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic presented for routine follow up. Upon interrogation the pulse generator exhibited backup vvi. The device was explanted and replaced. No additional information was available.